Manufacturer narrative:
Results, component, and conclusion code grids updated.

Event description:
It was reported to philips that tempus ls manual did not have any rhythm dynamic visuals during use. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because live-saving therapy/treatment may have been interrupted/delayed.